Event description:
It was reported that the customer had experienced low blood glucose of 40 mg/dl, due to incorrect basal rates. The customer checked the basal review and noticed that the settings were programmed incorrectly. The caller had accidentally tried delivering a bolus to the customer, which was canceled, but 0.05 units had already been delivered. The customer treated the low blood glucose with a soda. The caller also stated that there was an open circle on the screen of the insulin pump. The customer does not use the sensor, but the feature was turned on. Assistance was provided and the feature was turned off, but, the open circle remained on the display. The alarm history indicated that there was a reset. The caller stead that the customer took the insulin pump upstairs and when they returned the time and the date had to be reset. The battery cap was loose or taken off, while the customer had the device upstairs. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor passed the motor test. The insulin pump passed the displacement, basic occlusion, and excessive no delivery alarm tests. The insulin pump was received without the original battery cap. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.